Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have damage on the fiber tip. The procedure was completed with an alternative method (turp). Pt outcome: no pt injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window the metal cap exhibits severe charred detritus adhesion; the metal cap is bent; the outer flow tubing open end appears melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.